Event description:
The stryker lp15 defibrillators (defibs) are failing on the user test, which makes them unavailable for use during emergencies and can lead to life threatening consequences if users take them out of service and believe they don¿t function. The problem is that the lp15 defibs don't function right after they are powered on, and users have to wait 5 seconds for the user test to pass or they will fail the user test. The user needs to wait for ~5 seconds before they attempt to initiate the test, otherwise it will fail. This is different from how they behaved in the past, so some of our end-users were getting failures on user test and were concerned with their overall functionality. According to stryker it¿s a known issue, and there is no current fix except asking users to wait 5 seconds after they power on. Per stryker, the newer lp15's that have the latest software version have extra built-in redundancy which requires the user to wait 5 seconds after turning the unit on before performing the user test. During the power on, the unit is conducting a self-test that must complete before starting the user test. They also stated that if the user test fails for this reason, the defib is still fully functional, but facilities don¿t use defibs that fail user tests (especially when not knowing they have to wait 5 seconds before conducting the test) and end up removing them from service. Per stryker: 1. Power unit on. 2. Count to 5. 3. Perform user test. Manufacturer response for defibrillator, lifepak 15 (per site reporter). They have no fix and just mentioned to inform clinical staff to count to 5 after powering on device.